Event description:
Same case as: 2134265-2008-03998. This complaint is now reportable based on the analysis completed on 05/29/2008. The 75% stenosed lesion being treated was located in the severely calcified, mildly tortuous mid circumflex (cx). The lesion was predilated with a 3.0x20mm maverick balloon. The physician attempted to place a 3.00x28mm taxus liberte drug-eluting stent, but was unable to cross the lesion and the shaft kinked. The physician attempted to place another 3.00x28mm taxus liberte drug-eluting stent and was also unable to cross the lesion and the shaft kinked. The procedure was completed with a non-bsc stent. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
The returned unit was consistent with the complaint incident. A visual and microscopic examination found that the hypotube had broken approximately 23.5cm distal from the catheters strain relief. The device was kinked at the point of separation. There were also kinks along the entire length of the hypotube. The hypotube damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the top assembly manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context. A complaint with a most probable root cause classification of operational context.